Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical inspection/evaluation of the suspect device showed foreign material in the forceps elevator indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports the elevator of a duodenoscope rises more than usual. There is no reported patient impact related to this occurrence. Physical inspection/evaluation of the suspect device showed foreign material in the forceps elevator indicating insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 19-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, we are unable to specify the cause of the foreign material adhered to the forceps elevator. However, it is likely the reprocessing around the elevator became insufficient or the brushing method of the elevator differed from the instructions for use (IFU). It is also likely the user facility staff was less trained in device handling, reprocessing, and reprocessing preparation before returning device for repair in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device at ¿chapter 1 general policy¿ as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning:brush the forceps elevator¿. Since IFU (operation manual) specifies on foreign material at forceps elevator in ¿inspection of the endoscope¿, the suggested event was detectable. IFU (operation manual) says as below: ¿returning the endoscope for repair thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer later reported they are performing the cds of all their scopes manually. They are properly brushing the scope by using 3 brushes (channel cleaning brush (bw-20t), channel opening cleaning brush (mh-507) and brush (maj-1534)) supplied to clean elevator area. They do not have and oer-aw but are using a competitor high-level disinfectant cidex with a rapid multi-enzyme detergent cleaner.